Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken cable was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no intraoperative collision or misuse involving the instrument was observed. The reporter was unable to confirm if the reported issue was related to opening/closing of the grips, left/right motion of the grips, or the up/down motion of the grips since the surgeon stopped using the device once the exposed cable was identified. There was one visibly protruding cable identified. The issue was resolved by using a large needle driver. Photographic images were provided for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the large suturecut needle driver had a broken cable. The user continued and completed the procedure with no further issues. A procedure delay of 15 minutes was reported. No fragment fell into the patient. No known impact or patient consequence was reported.